Event description:
Allergan representative reported an alleged "break" in the lap-band system tubing. Revision surgery was performed, however it was not clarified which portion of the lap-band system was replaced. Follow up findings: the serial number of the device had not been documented in the operative report and the patient's chart and therefore is not available from the surgeon and/or the hospital. The device was discarded after surgery and will not be returned for analysis.

Manufacturer narrative:
(B)(4). The product was discarded after surgery and therefore will not be returned to allergan for product analysis. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination could have confirmed or determined the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."